Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. UDI: (B)(4).

Event description:
It was reported that the battery oscillator motor device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device thrust disk and the thrust disk on set-screw had excessive play, the saw head ratchet was stiff to rotate, the trigger was difficult to press in, the trigger stem, guide sleeve, saw housing and head components were corroded, and the device had an unusual noise. It was further noted that the device failed pre-test for check the saw blade coupling, check the saw head ratchet, trigger test and electric control unit function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.